Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The distal tip of the device has the polymer tip peeled, the detached section was attached to the core wire; a section of the core wire was exposed. The distal tip was kinked as well as the body; the kinked sections of the body were located approximately at 47 cm and 65 cm from the proximal end. No more damages were found in the returned device. The outer diameter (od) of middle of the device and proximal section were within specifications; however, the overall length and od of distal tip could not be performed due to device condition (polymer tip peeled).

Event description:
Reportable based on the device analysis completed on (B)(6) 2019. It was reported that guidewire distal tip kink occurred. The target lesion was located in the arteriovenous fistula. A 200cm, 8cm poly tip v-18 control wire was selected for use. However, during insertion into the sheath, it was noted that the tip of the wire was kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed guide wire distal tip peeled/sheared.